Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive during reservoir set-up. Customer stated that the insulin pump battery was out for five days. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also mentioned that she was in the hospital for couple of days and has been off the insulin pump during hospital stay. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.